Event description:
In (B)(6) 2003, I had lasik eye surgery. I have since had chronic dry eye that has never healed/recovered to previous surgery state. I have also experienced halos, starbursts and in recent months have begun to have glare and double vision.